Manufacturer narrative:
(B) (4). (B) (4). The xience v 2.5 mm x 18 mm (part#1009539-18/lot#9112641) and xience v 2.5 mm x 8 mm (part#1009539-08/lot#8060361) are being file under the same manufacturer number. Evaluation summary: in this case, there was no reported product deficiency. Dissection angina, and myocardial infarction are known adverse events as listed in the xience v instructions for use (IFU). Additionally, dissection, angina, EKG changes, and myocardial infarction are listed in the risk assessment matrix as no-fault complications. However, EKG changes is not listed as an adverse event in the xience v IFU; therefore, this incident will be evaluated for a potential IFU documentation update. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturer or design. Product performance engineering will monitor the incident circumstances. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control (q.c.) Audit inspection is used to verify the product quality.

Event description:
Adverse event: myocardial infarction and dissection requiring intervention. Onset of adverse event: during the procedure. Device issue: none. It was reported via a trial that on (B) (6) 2008, the patient underwent stenting in the predilated mid left anterior descending (lad) artery with four xience v stents. On (B) (6) 2010, the patient underwent a percutaneous transluminal coronary angioplasty (ptca) in the non-target circumflex (lcx) artery that resulted in the first xience stent's (size 18) failure to cross the lesions, and a dissection of the lcx and a non st elevation myocardial infarction (mi) that was considered secondary to the ptca. The lcx dissection was identified after implantation of the xience (2.5 x 12) stent in the proximal segment of the lesion and required treatment with a second xience stent in the distal segment of the lesion. The dissection persisted despite the second stent implantation and additional balloon inflation, but the patient's condition was stable. The patient's chest pain during ptca was treated with morphine and nitroglycerin resulting in pain resolution before leaving the cath lab. Angiography from (B) (6) 2010 showed that the lad stents were patent. An electrocardiogram on 04/13/2010 showed a non-st elevation mi and a non q-wave mi. The patient subsequently underwent a coronary artery bypass graft surgery on (B) (6) 2010, in the diffusely diseased and calcified lad target vessel and the non-target first and second obtuse marginal arteries. The patient's condition resolved on (B) (6) 2010. The patient was discharged on (B) (6) 2010. There was no adverse patient sequela. No additional information was provided.